Event description:
Boston scientific provided the following information: loss of capture was reported. Patient complaint of syncopal episodes. Further lead evaluation will be done. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.